Event description:
A malfunction was reported involving the pump displaying malfunction code 16. There was no reported impact on the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.